Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported product was used in the surgery on (B)(6) 2016. The name of the disease is unknown. But the synapse surgical technique was applied to c2/7. In (B)(6) 2016, the patient came to see the surgeon and had x-rays taken. When the surgeon checked the reported cancellous screw synapse fixed on the right c7, he found that the screw head and the screw unit had been separated. Also, he noticed that the pedicle screw fixed on the left c7 had become loose. No complication has been reported so far, and a revision is not planned. The surgeon would like to know if similar incidents, if any, have been reported and their possible causes. The surgeon confirmed that the patient did not have a complication. The procedure was completed successfully. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).